Manufacturer narrative:
The broken device was returned to the MFR for investigation. The device was visually inspected under magnification. The inspection showed that the proximal section of the catheter was twisted, consistent with complaint description of device failure while torquing with catheter. The failure mode could only be re-created when the product was severly kinked prior to torquing.

Event description:
During a placement of the surefire sim1 catheter in the celiac artery, the physician torqued the catheter to angulate the tip. The catheter broke at the proximal end approximately 10 cm from the hub inside the sheath introducer. The catheter was retrieved from within the sheath and removed from the patient. There was no patient injury.